Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. Upon removal from the packaging, the benchmark catheter was found kinked and was not used. The procedure continued successfully using another benchmark catheter.

Manufacturer narrative:
Result: the benchmark was kinked in the proximal shaft approximately 3.0 and 4.5 cm from the hub. There was no visible damage to the select catheter. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the benchmark was kinked in the proximal shaft and was not used. The procedure continued successfully using a new benchmark. Evaluation of the returned benchmark confirmed it was kinked. This type of damage typically occurs due to improper handling during removal from packaging. If the benchmark is removed from the packaging tube forcefully or at an angle, the catheter shaft may kink due to excess force and bending. Further evaluation of the returned select catheter revealed it was not damaged and was functional. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.